Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, after connecting to the leads, no output or sensing was observed.